Event description:
Consumer called to report repeated high readings from her meter. Adjusted her insulin and went straight to the hospital for treatment. Her sugar was actually low and was treated with glucose.